Event description:
Four endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the first obtuse marginal, two in the third obtuse marginal and one in the left main. It was reported that the first stent implanted in the third obtuse marginal resulted in a dissection and the second endeavor stent implanted in the third obtuse marginal was to treat the dissection. Investigator did not assess the relationship of the event to the study stent.

Manufacturer narrative:
(B)(4). Eval: results: (dissection).